Event description:
In 2008, the facility's buyer reported that the flo-gard infusion pump, "infused 1000cc in 3 hours, was set to run at 125, infusing slow" during pt use. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hospital rep stated that there were no reports of injury or medical intervention. Three days prior, the facility's clinical supervisor reported that a female pt, received 1000 cc in 2 hours. The pt was admitted three days prior, for breast ca, and was scheduled for a mastectomy. The pt came down from the surgical floor to post-op in the same month. A 1 l bag of d5 1/2 ns (5 1/2 dextrose in normal saline) containing 10 milliequivalents of kcl (potassium chloride) was hung at 11:30 am in 2008. The flo-gard infusion pump was programmed to infuse 125 ml/hr. A 50 cc pre-mixed syringe of ns containing .2 mg/ml of dilaudid was set-up on a pca ii pump. The loading dose was .2 mg, the lock-out time was 10 mins, and the 1 hour limit was 1 mg. The dilaudid infusion on the pca ii pump was piggybacked below the flo-gard infusion pump. A second bag of 1 l d5 1/2 ns containing 10 milliequivalents of kcl was hung the following day, at 8am. The vtbi of 1000 ml was entered, but the flow rate of 125 ml/hr remained the same. The nurse entered the pt's room at 9am and noted that the infusion was flowing properly. At 10 am, the nurse entered the pt's room and discovered that the bag of d5 1/2 ns with kcl was empty. The pt's tubing was not changed because the pt was going back into surgery and the surgical unit would change the IV tubing. The clinical supervisor stated that the pt did not have any reaction to the reported overinfusion of d5 1/2 ns with kcl. The pt developed a hematoma at the incision site with some edema, but had no respiratory symptoms. The clinical supervisor stated that the symptoms were probably not related to the reported overinfusion. No drugs needed to be administered as a result of the reported overinfusion. The pt's condition is reported to be, "fine". The pt was discharged from the hospital the next day. The primary tubing product code was 2c8537f and the secondary tubing product code was 2l3508. The serial number of the pca ii pump was unk, the pump was not sequestered. No add'l info is available.

Manufacturer narrative:
.